Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed sustained atrial tachycardia on (B)(6) 2018. Cardioversion was required, and the patient was given 80mg of verapamil orally, which resolved the arrhythmia. The arrhythmia was not device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively determined through this evaluation. The patient remained ongoing on hmii lvas, serial number (B)(6) , until undergoing a pump exchange on (B)(6) 2019 as reported under MFR #: 2916596-2019-02379. The relevant sections of the device history records for (B)(6) were reviewed, including sterilization information, and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the hmii lvas. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.